Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported the system was explanted due to infection. The patient condition is well.